Event description:
The picker pq 5000 CT scanner may be used for CT simulation as the beginning of the treatment process in radiation therapy. There is a dual function button on the picker pq 500 CT scanner used to set the machine to different measuring parameters. There are no defaults or warnings associated with this button to alert the user as to which measuring system is being used. There are also not clear and obvious markings as to which direction the button is set. The operator's manual rec'd with this machine does not include directions about the dual function of this button and the need to reset it to the correct setting for placing pt markings. The choice of the wrong measurement setting results in incorrect placement of markings used to guide radiation therapy. The incorrect placement of these markings may result in radiation therapy being delivered to the wrong area on a pt's body.